Manufacturer narrative:
Natus technical service made multiple attempts to request additional information regarding the patient and their condition, but these requests were not answered. A technician sent to the user facility verified that the correct mains voltage was reaching the power supply, but the system would not turn on and the power supply fan was not spinning. The user facility was provided with a replacement power supply. It was reported that once the replacement power supply was installed, the system began working correctly and was put back into service.

Event description:
It was reported to natus by a distributor that a cool-cap system powered down during treatment and treatment was interrupted. Once powered down, the system would no longer turn on. There was no report of death, serious injury, or environmental/safety concerns.